Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for (band aid brand plastic extra wide 40 quilt ap 9300607171341 3720612603apa 3720612603apa). Device is not distributed in the united states, but is similar to device marketed in the USA (bab plastic assorted 20s USA 381371042265 8137104226usa 8137104226usa). (B)(4). Exp date = 30-jun-2021, lot number = (10)180721a. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: unknown blood pressure tablet & unknown dosage. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. Device is not distributed in the united states, but is similar to device marketed in the USA (bab plastic assorted 20s USA 381371042265 8137104226usa 8137104226usa). This is one of six medwatches being submitted as three band-aid clear strips & three band aid brand plastic extra wide were involved in this event. See medwatch 8041154-2019-00048 & 8041154-2019-00049, 8041154-2019-00050, 8041154-2019-00051, 8041154-2019-00052 & 8041154-2019-00053. The same patient is represented in each. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer called to report an event while using band-aid clear strips. The consumer stated he had a legion on his throat and used band-aid clear strips. The consumer had difficulty removing the product. The consumer stated that his skin was irritated and inflamed. The consumer sought medical attention from his health care provider (hcp). The consumer was prescribed elocon ointment to treat the symptoms. The symptoms have resolved. The hcp recommended a biopsy for his pre-existing lesion. This is one of six medwatches being submitted as three band-aid clear strips & three band aid brand plastic extra wide were involved in this event. See medwatch 8041154-2019-00048 & 8041154-2019-00049, 8041154-2019-00050, 8041154-2019-00051, 8041154-2019-00052 & 8041154-2019-00053. The same patient is represented in each.